Event description:
A customer in (B)(6) notified biomérieux of a misidentification of (B)(6) as neisseria flava/subflava/perflava in association with the vitek® ms instrument (ref (B)(4), serial (B)(4). Repeat analysis of the isolate with the vitek® ms obtained an identification of (B)(6). The customer stated that the growth pattern of this organism was consistent with an identification of (B)(6). There is no indication or report from the laboratory that the initial misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in canada regarding a misidentification of neisseria gonorrhoeae as neisseria flava/subflava/perflava in association with the vitek® ms instrument (ref (B)(4), serial (B)(6)). The customer¿s strain was requested for the investigation, but it was unavailable to be returned. According to vilink alert tool criteria, the fine tuning status was good during testing; however, the fine tuning made before the identification issue was not conforming (several mandatory criteria were not met). Based on the calibrator ¿all peaks¿ values, the sample spot preparation quality seems to be good. The calibrator ¿all peaks¿ values were quite homogeneous. The sample identification has been determined as unknown because the mass spectrometry system is not the reference identification method. However, based on the growth pattern and re-tests, the identification could be neisseria gonorrhoeae which is present in vitek® ms kb v3.2 reprocessing of the customer data with saramis v4.16 (ruo mode) allows to obtain a no identification result. Based on this finding, it could be a species out of the vitek® ms instrument knowledge base. This cannot be proven because the customer was not able to send the strain to perform further investigation. Consequently, the cause of the issue was determined to be unknown.see section h10.